Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed right ventricular lead noise. Lead replacement was discussed. The patient was stable.

Event description:
New information received indicated that the right ventricular lead was capped and replaced on (B)(6) 2019. During the procedure, fluoroscopy revealed that the lead had an externalized conductor. Patient was stable.